Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following insertion of the intraocular lens (iol), during an implant procedure, the marks on the lens found. The damaged lens was explanted during the initial procedure. Additional information has been requested.